Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc was sheared by the needle. The following information was provided by the initial reporter: event date: (B)(6) 2023. Description: cath IV insyte autoguard piv blu 22gax1. Issue: started 22 gauge x 1 inch instyle autoguard in left ac, catheter would not advance and found intact but sheared from needle follow up: was there a delay of, or change in, the course of treatment due to the event? Yes. Needed to replace product. Can you provide a exact date of event? (B)(6) 2023. Did the event directly, or indirectly involve a patient or user? Yes. I noted that there was a "bubble" where the catheter was under the skin. I pulled the needle with catheter out and applied pressure. The catheter was intact but sheared from needle.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the 22gx1.00in insyte autoguard unit from lot number 3192172 and a unit with dried media and a damaged catheter tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip causing a spear through. The reported issue was confirmed. The needle can pierce the catheter during use or manufacturing of the device. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.